Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The breathing system was cleaned. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a ventilator failure. There was no report of patient involvement.